Event description:
It was reported that during a cartridge and tubing change the ilet displayed an unable to proceed message and did not deliver insulin, consistent with a complete blockage associated with the tubing; after guidance to restart, perform a dry run, clean the chamber, and use all new supplies, the subsequent supply change was successful and insulin delivery resumed, with backup subcutaneous insulin used per healthcare provider guidance. Symptoms included hyperglycemia with malaise, and a reported blood glucose of 390 mg/dl that later decreased. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, and the issue was consistent with a complete blockage involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.